Event description:
Customer reported that pump screen went blank unexpectedly, with the led not blinking and the cgm graph missing on the home screen. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support advised customer on battery best practice tips and instructed them to monitor the system, advising to call back if the issue persists.